Event description:
A malfunction alarm was reported when the pump displayed error message 16-0x20e6 and could not access the pump's history. The pump was reset, but the same error persisted. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer.